Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 the patient underwent an open reduction internal fixation surgery for a distal humeral fracture. During the distal drill, the drill bit broke. The broken drill bit remained in the patient and the surgery was completed successfully with a thirty (30) minute delay. No further information is available. This report is for one (1) 2.0mm drill bit with depth mark/qc/140mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Upon visual inspection of the complaint device it can be seen that the tip is broken off and that the first 6mm of the tip are missing, this thus confirming the complaint description. Furthermore, the remaining drill bit section is badly damage from often use, especially the guiding phases and the longitudinal cutting show breakouts and deformation. Functional test is not possible based on the damage. Drawings and revisions are in accordance to DHR of production lot. All relevant features are defined on the used drawing revisions of DHR of production lot. Material 440a is identified, and hardness is documented according to the specification. Moreover, a review of our complaints database shows, that there are no other complaints for this issue from this article and lot number. There is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we assume that during the operation an application error may have taken place or/and that that the break resulted from excessive stress, as the drill bit is in a well-used condition. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance device history lot: part # 323.062, lot # 5l97042, manufacturing site: bettlach, release to warehouse date: sep. 05, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.